Event description:
It was reported that during the surgery, when tightened the suture, the gryphon p br ds anchor w/oc device suture was broken off. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was not returned to j&j medtech orthopaedics, however a photo provided for evaluation. Visual inspection of the returned photo found an arthroscopic imagen of the suture with traces of being broken and frayed. No other anomalies were noted. The overall complaint was confirmed as the observed condition of gryphon p br ds anchor w/oc would have contributed to the complained device issue.¿ based on the findings, the potential cause for the device observed condition could be traced to procedural variables such as handling of the device or product interaction during procedure and over-tensioning of the suture. As per IFU, 1) apply tension (normal force) on suture lengths. Excessive force may overload the anchor or suture. 2) use the sutures provided for soft tissue fixation. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.